Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported he had issues with the infusion sets. Customer's blood glucose level was 500 mg/dl. He treated his blood glucose level with the insulin pump. Insulin was leaking at the site. The infusion sets were not penetrating his skin. The device was not returned.